Manufacturer narrative:
The returned device was evaluated by the designated complaint unit and the initial visual inspection found no issues. The device was functionally tested and it was found to sputter out liquid and not perform as expected but unfortunately we were unable to determine the root cause on this occasion. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.

Event description:
During debridement utilizing a versajet handpiece, the saline became to be dripping from the orange cartridge. The surgery was continued with another hand-piece. No patient harm. No delay. The complaint hand-piece will be returned for evaluation.